Event description:
The customer contact reported during testing at the user facility, the device touchscreen would not calibrate. No info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use.. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was found to be out of calibration. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.